Event description:
The complainant reported that during a therapeutic gastro intestinal procedure (polyp removal) on a pt, using a boston scientific brand endoscopy snare (part number and lot number unk). The physician acitvated the endostat ii pedal of the cautery, with no response. The connections were visualized and the cautery misfired. The pt's colon was perforated necessitating a colon resection. The complainant reported that there were additional surgeries required to remove the pt's polyp, and that the pt has recovered, and is now doing fine. The medwatch report was initiated in response to an inquiry received regarding report.